Event description:
Reporter: breakaway wing broke off on one side. Was able to replace the catheter without another venipuncture using our current breakaway introducer. Patient was not injured or harmed, no intervention was needed.